Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a versacross connect laac access solution was selected to be used. During the procedure, while accessing the superior vena cava (svc) a thrombus was noted via transesophageal echocardiography (tee) on the watchman sheath in the right atrium (ra) before transeptal puncture (tsp). The versacross dilator was inside the patient at the time. Heparin was administered in two halves one before the tsp and the other afterward. The first activated clotting time (act) was 400, taken post tsp. Watchman sheath and versacross dilator were removed and flushed thrombus resolved before tsp. No device issues were reported. Post-implant, the patient was under xarelto 20mg. The patient is fully recovered and to be discharged on the same day of the procedure. The device is not expected to return for analysis. It was further reported that the thrombosis was noted when the versacross device was inside the patient body. Also, there was no clot noted on versacross device. Thrombosis resolved on its own after removal of sheath before tsp. Heparin was administrated in the procedure before and after tsp. Patient was discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem. Correction to the initial MDR in block init rptr also sent rep to FDA (e4), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a versacross connect laac access solution was selected to be used. During the procedure, while accessing the superior vena cava (svc) a thrombus was noted via transesophageal echocardiography (tee) on the watchman sheath in the right atrium (ra) before transeptal puncture (tsp). The versacross dilator was inside the patient at the time. Heparin was administered in two halves one before the tsp and the other afterward. The first activated clotting time (act) was 400, taken post tsp. Watchman sheath and versacross dilator were removed and flushed thrombus resolved before tsp. No device issues were reported. Post-implant, the patient was under xarelto 20mg. The patient is fully recovered and to be discharged on the same day of the procedure. The device is not expected to return for analysis.